Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the clinic, the device indicated that eri had reached on (B)(6) 2016. Previous device check in (B)(6) 2015 estimated more than a year. An in-house calculation estimated 13 months remaining on the battery. Patient had not undergone any procedures or had any programming changes in the last year. Clinic will continue to follow the patient's device closely. No patient symptoms were reported.